Manufacturer narrative:
H11: georgina bough, nicholas j. Lambert, florin djendov, claire jackson. Unexpected tunnelled central venous access demise: a single institutional study from the UK. Pediatr surg int. 2021 jan; 37(1):109-117. Doi: 10.1007/s00383-020-04771-4. As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in the journal "pediatric surgery international" article titled, "unexpected tunnelled central venous access demise; a single institutional study from the UK", that sometime post central line placement procedure by using bard hickman catheters to explore the factors involved in the demise of tunneled central vascular access devices in the children, out of five hundred and sixty two patients, forty four occurrences of displacement, eighteen occurrences of broken and eleven occurrences of blocked connection. There was no reported patient injury.

Event description:
It was reported in the journal "pediatric surgery international" article titled, "unexpected tunnelled central venous access demise; a single institutional study from the UK", that sometime post central line placement procedure by using bard hickman catheters to explore the factors involved in the demise of tunneled central vascular access devices in the children, out of five hundred and sixty two patients, forty four occurrences of displacement, eighteen occurrences of broken and eleven occurrences of blocked connection. There was no reported patient injury.

Manufacturer narrative:
H11: georgina bough, nicholas j. Lambert, florin djendov, claire jackson. Unexpected tunnelled central venous access demise: a single institutional study from the UK. Pediatr surg int. 2021 jan; 37(1):109-117. Doi: 10.1007/s00383-020-04771-4. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. The investigation is inconclusive for the reported displacement, break, blocked connection issues as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D1, d2, d4 (medical device catalogue number), g3. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.